Event description:
Meter was set to the incorrect unit of measurement. The patient complained that patient's meter was reading high. Patient obtained a result of "20.2 mmol/l", which converted would read 363 mg/dl. The reading was actually 202 mg/dl. The patient went to the hospital because of the high readings. Patient did not receive any treatment at the hospital. They advised the patient to visit patient's physician. The physician increased the patient's insulin dosage based on the meter's results. No lab tests were performed. The patient was originally taking insulin once a day with patient's glyburide and metformin. Patient is now taking insulin (humalog and humulin) 4 times a day. The patient then went on vacation, but while patient was on vacation patient used a different meter. No injury or harm was alleged. The meter was previously set correctly. The patient did not recently make changes to the unit of measurement. Due to a spontaneous/intentional power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. A replacement meter is being sent to the patient.